Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the index procedure, the patient was transferred to the enrolling hospital for evaluation and possible intervention. At the index procedure, it was noted there was a possible pre-existing thrombus. At the time of the event, the patient was also treated with intravenous heparin.

Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient experienced in stent restenosis and a stent thrombosis. The target lesion was located in the distal right coronary artery (dist rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and implanting a 3.00 x 32 mm (B)(4) stent and post-dilatation with 0% residual stenosis. Post index procedure, the patient was noted to have acute in-stent restenosis and stent thrombosis in the dist rca with 100% stenosis. The lesion was treated with balloon angioplasty with 0% residual stenosis. The patient had "occasional non sustained ventricular tachycardia that had resolved throughout his stay." The patient was discharged 3 days later on aspirin and prasugrel.